Manufacturer narrative:
The ge svc rep reseated the image functions pcb, and calibrated the collimator. System ok to use.

Event description:
The customer reported that a bad iris pot error displayed on boot-up. No pt involvement was reported.